Event description:
A customer reported issues with their insulin pump, including an unresponsive touchscreen. There was no reported impact to the customer's blood glucose level. The customer declined any follow-up actions.